Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 36 year-old female patient who had essure inserted (lot no. 925776) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (I had my second child in 2010) in 2010 and testosterone normal, pap smear abnormal and cramp in lower abdomen. Previously administered products included: testosterone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required). In 2016 she experienced arthralgia ("hip pain"), dyspareunia ("intercourse pain") and loss of libido ("no sex drive"). An unknown time later she experienced abdominal pain ("abdominal pain") and menstrual disorder ("abnormal menstrual cycles"). The patient was treated with surgery (on (B)(6) 2023 removal surgery is scheduled). At the time of the report, the pelvic pain, arthralgia, dyspareunia and loss of libido had not resolved. No causality assessment was received for essure with regard to pelvic pain, arthralgia, dyspareunia, loss of libido, abdominal pain or menstrual disorder. The reporter commented: (B)(6) 2023 I am scheduled for this very unfortunate surgery to get this medical device removed from my body by hysterectomy. Lot number:925776 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-mar-2023: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 36 year-old female patient who had essure inserted (lot no. 925776) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of alcohol use, smoker and gravida ii on (B)(6) 2023, parity 2 (I had my second child in 2010) in 2010 and testosterone normal, pap smear abnormal and cramp in lower abdomen. Previously administered products included: testosterone. Concurrent conditions were listed as pelvic pain and menorrhagia since (B)(6) 2023. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, she experienced pelvic pain (seriousness criterion intervention required). In 2016, she experienced arthralgia ("hip pain"), dyspareunia ("intercourse pain") and loss of libido ("no sex drive"). Essure was removed on (B)(6) 2023. An unknown time later she experienced abdominal pain ("abdominal pain") and menstrual disorder ("abnormal menstrual cycles"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, diagnostic cystoscopy.). At the time of the report, the pelvic pain, arthralgia, dyspareunia and loss of libido had not resolved. No causality assessment was received for essure with regard to pelvic pain, arthralgia, dyspareunia, loss of libido, abdominal pain or menstrual disorder. The reporter commented: (B)(6) 2023: I am scheduled for this very unfortunate surgery to get this medical device removed from my body by hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.529 kg/sqm. [Pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy: uterus (111.5 grams) with proliferative endometrium. Cervix with nabothian cysts. Bilateral fallopian tubes with no histopathologic abnormality. Bilateral essure coils (gross only). Specimen source: uterus, cervix, bilateral fallopian tubes. Clinical history: essure problems, pelvic pain, dysmenorrhea. Gross description: it contains a uterus with attached cervix and attached bilateral fallopian tubes. The right fallopian tube measures 6 x 0.4 cm and is grossly unremarkable. Sectioning reveals a proximal intraluminal essure coil. The left fallopian tube measures 8 x 0.4 cm and has a distal 0.6 cm para tubal cyst. Sectioning the left fallopian tube reveals an intraluminal essure coil. Lot number: 925776. Manufacture date: 2011-11. Expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: patient and reporter information, medical history, lab data, drug stop date, non drug treatment added. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 36 year-old female patient who had essure inserted (lot no. 925776) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (I had my second child in 2010) in 2010 and testosterone normal, pap smear abnormal and cramp in lower abdomen. Previously administered products included: testosterone boosters. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required). In 2016 she experienced arthralgia ("hip pain"), dyspareunia ("intercourse pain") and loss of libido ("no sex drive"). An unknown time later she experienced abdominal pain ("abdominal pain") and menstrual disorder ("abnormal menstrual cycles"). The patient was treated with surgery (on (B)(6) 2023 removal surgery is scheduled). At the time of the report, the pelvic pain, arthralgia, dyspareunia and loss of libido had not resolved. No causality assessment was received for essure with regard to pelvic pain, arthralgia, dyspareunia, loss of libido, abdominal pain or menstrual disorder. The reporter commented: (B)(6) 2023 I am scheduled for this very unfortunate surgery to get this medical device removed from my body by hysterectomy. Lot number:925776 , manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-feb-2023: follow up received: case became serious incident. Removal surgery & details were added. Medical history, historical drug and reporter causality comment added. Further company follow-up with the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.